Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone that the customer was hospitalized due to high blood glucose. Customer stated she was hospitalized for diabetes ketoacidosis and thinks there might be something wrong with insulin pump. Customer's blood glucose was over 500mg/dl, treated with manual injections. Customer was wearing insulin pump at the time of hospitalization. Customer stated she had a bent cannula. Advised this may have contributed to high blood glucose. The insulin pump passed the high pressure test. Advised to contact health care provider concerning high blood glucose. In addition, customer mentioned they checked meter and gave her no reading.